Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a "no message" alarm intermittently occurred to a smiths medical cadd-legacy® plus pump. The tube was noted to be repositioned over the pressure plate and a "no disposable, clamp tubing" alarm sounded. The pump was then taken out of service with no reported adverse effects.